Event description:
My 12 year old daughter wears/uses a medtronic minimed 780g insulin pump. In order to deliver an insulin dose for food you need to manually input the amount of carbohydrates into the pump. Last night at 1.18am when she was sleeping a dose of insulin was given via this method which we really believe she did not do. It resulted in a long episode of hypoglycemia. I understand there is a very slim chance she did this in her sleep but I was through in the room with her the minute after it happened and she did not look as if she had been awake at all or had been moving around. For her to press multiple buttons including the same button 31 times or to hold it down for a length of time to allow the dose to increase is so unlikely. I wanted to report this just in case this has happened to anyone else. Medtronic are replacing the pump despite being pretty adamant that there's no way this is a pump failure. If they were so surely they wouldn't be replacing it? We are in the united kingdom.